Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2158700; model: sc-2158-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure wherein two leads were added for an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure wherein two leads were added for an unknown reason. Additional information was received that the reason for lead addition was due to inadequate pain relief.